Manufacturer narrative:
At this time, no additional info is available. When additional info becomes available, this report will be updated.

Event description:
Boston scientific received info that during a follow up device check, noise was noted in both primary and alternate configuration (both vectors use the sense b electrode). Secondary configuration was clean with no noise present. The pt was sent home in secondary and will be seen for a follow up in four weeks. Boston scientific technical services (ts) was contacted and discussed possible cause for the noise observation, but nothing was confirmed at the time. Approx one month later, the pt was seen again for a device check, x-rays taken showed that the electrode appeared under-inserted in the device holder. Postural and isometric testing was also performed to confirm that sensing was robust. This testing was completed without issue. The physician elected to schedule a 10 joule shock integrity test rather than revising the system. The test is scheduled for early (B)(6) 2015. No adverse pt effects or any further issues have been reported.